Event description:
The representative reported a component problem during device placement. The set screw in the bi-furcated extension connector was "turned side-ways;" the physician could not insert the screwdriver to tighten the connection and the device was intra-operatively replaced. After the case for cervical placement and neck surgery of one scs system, the pt experienced a high-level of pain and remained in the hospital over-night. The company rep followed-up with the pt who reported via phone that they continued to have pain; a surgical revision was anticipated subsequent to additional healing and on the advice of the physician. Add'l info has been requested from the physician.

Manufacturer narrative:
Results of a final device analysis were not complete at the time of this report. A follow-up report will be sent when product eval has been completed.